Manufacturer narrative:
(B)(4) - evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that during a procedure upon initial inspection, a cut was observed to penetrate the trocar balloon. Due to the observed damage, the trocar balloon would not inflate properly. No other components were received for evaluation. Visual and functional testing of the returned samples confirmed the products did not meet quality release specifications that were tested regarding the reported condition due to the cut in the balloon. The reported condition was confirmed. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. The complaint data did not display an increased trend. Therefore, no corrective action was generated for the reported condition. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter the ballon on the trocar did not inflate properly. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition.